Event description:
It was reported that following an ablation procedure for both the internal and epicardial right ventricular (rv) areas, the rv lead exhibited a sudden decrease in both pace/sense and high voltage impedances to low levels, as well as a large increase in thresholds. Additionally, the r-wave sensitivity had dropped on paper, and the lead was no longer able to sense r-waves. The lead was initially reprogrammed, but the thresholds continued to rise, leading the physician to suspect that the lead had been damaged during the ablation procedure. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).